Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture and undersensing. The patient had a lot of right ventricular septal trabeculation, which was thought to have been a factor. The lp was repositioned successfully. The patient expressed right groin pain throughout procedure. The patient was stable.